Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Checked programming, insulin concentraion, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and ran a 7.2 test with reservoir in pump, lead screw roated completely. Conducted high pressure test and pump alarmed within specifications.